Event description:
During a patient clinic visit, it was reported that a vns patient had been reporting painful stimulation since her last visit with her treating physician. There had been no changes to their programmed settings at the last visit. The patient was set at 1.75/20/130/30/1.1. System diagnostics resulted in ok/high/4/no. Normal mode diagnostics were not performed as the patient complained of pain during system diagnostic test. It was noted that the patient's neck muscles had a spasm during this test. The patient's significant other reported a fall after a seizure since the patient's last visit. The trauma was to the patient's neck at electrode area which could have caused damage to the lead. The exact date was unknown. The patient had full revision surgery and good faith attempts are underway to have the explanted product returned for analysis. During surgery a lead break was not identified in the or but a large amount of scar tissue was seen around the electrode area and the physician was unsure if this contributed to the patient's high lead impedance.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.